Event description:
Customer reported that during infusion of diprivan, the nurse noticed, the tubing was leaking at the point that hooks into the IV pump. The bottle of diprivan was 100ccs and a concentration of 10mg/ml. There was no pt harm reported. Although requested, no additional info was available.

Manufacturer narrative:
(B)(4). The product was received. Investigation is not complete. A follow up report will be submitted with any new relevant info.